Manufacturer narrative:
Investigation conclusion: tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate retain & return. Source: phone.

Event description:
High percentage of false positive flu b results and false positive flu a results across symptomatic and asymptomatic patients. Some results confirmed with another rapid antigen assay.

Manufacturer narrative:
Additional information: b4- added date of this follow-up report b5- added lot number 706295 in addition to previously reported 143714.